Event description:
It was reported that the customer was admitted to the intensive care unit (ICU) with a blood glucose (bg) level over 1200 mg/dl and a high ketone that was not level identified as dangerous by healthcare provider, cause was not known. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Customer was discharged on (B)(6) 2025 with the issue resolved. Reportedly the customer suffered memory loss and headaches.